Event description:
During a routine maintenance visit (annual preventive maintenance) by a b. Braun technician, it was noticed that several machines had possible contaminated internal transducer protectors. When looking for root cause, it was discovered that the facility was using the incorrect filter with the blood lines during treatment.

Manufacturer narrative:
Due to the possible contamination of the internal transducer protectors, all tubing and connectors and the internal transducers were replaced on all the suspect machines. This incident is related to user error. The customer was trained on the proper operation of the equipment when installed in 1/2009 and received the IFU manual at the same time. The instructions for use manual, chapter 5 (preparing for hemodialysis) section 5.6 inserting and rinsing the tubing system, states: risk to pt due to infection as a result of contamination of the transducer protector on the tubing system. Replace the machine-side transducer protector if the transducer protector comes into contact with blood. Instruct technical service to replace transducer protector. Execute disinfection after replacement. There area no other reports of this nature against the reported catalog number.